Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 27mm aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to aortic stenosis. A 29mm transcatheter valve was implanted inside the 27mm valve. No perivalvular leak or aortic insufficiency with a gradient of 2 mmhg.

Event description:
Edwards received information a patient with a 27mm 2800tfx aortic valve implanted 10 years, 10 months, underwent valve-in-valve intervention due to severe restenosis and aortic insufficiency. Patient presented with acute exacerbation of chronic diastolic heart failure. A 29mm s3 transcatheter valve was implanted inside the 27mm valve. Patient was discharged home in stable condition on post-operative day one (1). Per physician, surgical valve did not prematurely fail/malfunction.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.